Event description:
Pt had a laparoscopic hernia repair. When the procedure was completed it was noted that the pt developed crepitus. The endotracheal tube was left in place for six hours. The crepitus resolved and the remainder of the post-operative course was uneventful.